Event description:
It was reported that during routine cath lab inservice, the helium tank was initially 1/6 full when taken from storage. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,d1,d9,e1(initial reporter and email),g3,g6,h2,h3,h6(type of investigation, medical device problem code ,investigation findings,investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported asked him to walk them through a helium tank replacement as the pump being used showed about one sixth tank.the customer had a new tank, in the room. It was sealed with a washer within the wrap as expected. The fse instructed one of the participants through the tank change, step by step. When the tank valve was opened after install, the tank only showed as one eighth remaining, almost empty. To verify no other problem, the group opened a new tank (from a different supplier) and placed it in the pump. The pump immediately showed 100 percent full. There is no issue with the pump. The customer stated no further information will be provided on this matter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check intra-aortic balloon (iab) displayed helium tank replacement. There was no patient involvement.